Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) assisted the caller in resetting the pump, but the malfunction code recurred. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.